Event description:
A stenting procedure to treat intracranial atherosclerotic disease in the basilar artery was reported in 2008. The patient has a history of stroke, coronary artery disease, myocardial infarction, diabetes mellitus and hypertension. The patient had a tia (transient ischemic attack) in late 2006. For this procedure on the day before, pre-procedure stenosis was 85%. The patient "...was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis is unknown. During a follow up visit, the patient went to the emergency room for a stroke on twelve days later. Cerebral imaging performed the same day showed evidence of new thrombus and target lesion restenosis which was treated with hospitalization and revascularization the same day. The stroke resolved without residual effects on three days later. Further follow up cerebral imaging showed no evidence of target lesion restenosis.

Manufacturer narrative:
Device code other: subject device was placed without incident; however, the patient had a stroke noted in a follow up visit. Evidence of symptomatic new thrombus and symptomatic target lesion restenosis was also noted. Requests for follow up information have been unanswered to date. The reported adverse events (stroke, restenosis) are contained in the device direction for use. The subject device was used off-label because it should be used with a gateway balloon catheter. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.